Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a ureteral dilatation set was unpacked on (B)(6) 2018. According to the complainant, during unpacking, the device was noted to be crammed into the box and the packaging appeared trash. Sterility and integrity of the device was uncertain because of the appearance of the packaging of the device. Reportedly, the device was not used in the patient or procedure.

Manufacturer narrative:
Visual examination of the complaint device revealed that the pouch has signs of handling/manipulation. The pouch/package is wrinkled in some areas, but still closed. The heat seal runs through the entire pouch without any breaks. The device do not have any visual issue. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a ureteral dilatation set was unpacked on (B)(6) 2018. According to the complainant, during unpacking, the device was noted to be crammed into the box and the packaging appeared trash. Sterility and integrity of the device was uncertain because of the appearance of the packaging of the device. Reportedly, the device was not used in the patient or procedure.